Event description:
The customer stated that the insulin pump did not alarm him of a low blood glucose reading of 27 mg/dl. The customer then stated that he was taken to the ER for the same issue two months earlier. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.